Event description:
It was reported that the patient experienced hypoglycemia after announcing two usual meals when glucose was 83 mg/dL, with a lowest CGM value of 55 mg/dL for approximately 25 minutes and recovery after treatment with oral glucose; questions arose regarding meal announcements due to the patient¿s dexterity limitations and blindness, and training was assigned, with no device malfunction reported. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention because carbohydrate treatment was required and classification as a serious injury or illness. Investigation included communication with the patient and caregiver and analysis of the information they provided. Investigation of this case revealed no device problem found, with the issue categorized as a use-of-device problem and the device component categorized as not otherwise specified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.